Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received a button error alarm. They stated that their up and down buttons were sticking. The customer stated that they do tend to perspire heavily. Customer's blood glucose was 101 mg/dl. During troubleshooting, the customer was advised to observe the time clock for one minute to see if the time advanced. The customer said that it did not. They were advised to remove the battery then insert a new one and monitor it for 3 minutes. The customer said that the screen would not even turn on. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. However act and esc buttons did not respond due to corroded keypad traces. No frozen screen noted. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.